Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the battery reamer/drill device was not working properly. During the pre-repair diagnostics assessment, it was determined that the housing and motor were damaged. It was further determined that the device had a heavy drop damage which caused damage to the gear box. It was observed that the housing had a crack. It was further determined that the device failed for check the status of development, general condition, trigger test, check the battery coupling, check the off/fwd/rev mode, change 10 times from fwd to rev at full speed and for check the triggers and ecu(electronic control unit). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.